Event description:
It was reported that placement of the proglide sutures were attempted in a moderately calcified common femoral artery using the preclose technique before a abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was a 6fr and during the interventional procedure. Reportedly, three posterior cuff misses occurred in the right common femoral. A non-abbott device was used to achieve hemostasis. One proglide device was used in a moderately calcified left common femoral artery. Reportedly, an anterior cuff miss occurred. A cut-down was performed and the vessel was surgically sutured closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three other perclose proglide devices referenced are being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss. Both cuffs were attached to the link and the anterior cuff was engaged to anterior needle tip. The posterior cuff was out of the foot pocket. The condition of the tabs indicates that the posterior needle barb did engage the tabs but got detached during plunger withdrawal and damaged the posterior needle barb. The visual inspection and performance verification done on the returned device did not detect any product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.